Event description:
As per complaint (B)(4) a dental implant had failure to achieve primary stability and the implant was removed. Inflamation was reported.

Manufacturer narrative:
Follow-up submitted to report corrections and added information. Updated section b4 for report submission date, g1-g2 for follow-up report submitter and g7 for report type and follow-up number. Updated h2 for follow-up type. Added information in section g5 premarket identification. Corrected information in section b5 adverse event or product problem and e1 initial reporter. Section a1 patient identifier, a4 patient weight, are not provided.

Event description:
As per complaint (B)(4), a dental implant had failure to achieve primary stability and the implant was removed. Inflammation was reported.